Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device change out procedure, the left ventricular lead exhibited low pacing impedance. The lead was not replaced as the vein was found to be thrombosed. The patient would be monitored. The patient's condition was stable.